Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had a bump that was sensitive where the implantable pulse generator (ipg) is implanted. They also indicated that they were experiencing tightness in the chest, headaches, difficulty moving around and dizziness. At their last device check they reported being told that the one of the leads may be bad. The patient also felt the device was not working properly. Follow-up was attempted; however, no additional information could be obtained. The device and lead remain in use. No further patient complications have been reported as a result of this event.